Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that after insertion of a tampon the string was not available to remove the tampon from her vaginal cavity. She used her fingers to find the string inside her vaginal cavity and was able to remove the tampon on her own. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.